Manufacturer narrative:
Plant investigation: the manufacturing plant received the actual sample from the customer without original packaging. During the analysis of the actual sample was found a pinhole was found on the film of the cassette. The lot number of the product involved is unknown therefore a search on sap system was performed of the lots delivered to the patient; with a time frame of three months before of the event date from 09/16/18 thru 11/16/18 resulting in 2 potential lots. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was manufactured within specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of their treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was kept by the pdrn and is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.